Manufacturer narrative:
A dräger service technician was dispatched and after reviewing the logs, replaced the pcb central control board (pcb ccb). The device log was downloaded. The pcb ccb was requested for investigation. The investigation of the pcb ccb revealed no hardware failure of this component. Further analysis of the log came to the conclusion that most likely an isolated inconsistency of the internal communication with the front processor (responsible for display functions) was detected by the device internal monitoring. As specified for those kind of deviation the device performed one restart to restore a valid data base and to continue ventilation. During the restart the patient system is opened to atmosphere and spontaneous breathing of the patient would be possible. Audible and visible alarms of high priority are generated during the time of the restart. After approximately 12 seconds the savina 300 will continue ventilation with the latest settings. No further problem was reported for this device.

Event description:
It was reported that during use, the screen went black and the machine rebooted. The machine reportedly briefly displayed an error code after the reboot. And ventilation was continued. There was no patient injury reported.